Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device no longer inflating. The pump remained flat when it was squeezed. The ipp device was explanted and a new device was implanted. There were no complications following the procedure.